Manufacturer narrative:
The field service engineer (fse) checked the photometer, gear pump pressure, rinse volumes and the adjustments which were all found to be in order. He then advised the customer to change the pack and re-calibrate. No alarms were noted. The customer performed qc and calibration with acceptable results. The qc for the date of the event was not provided. The qc data showed several days wherein the qc was outside of 2 sd. A general reagent problem can be excluded because the provided qc data on (B)(6) 2022 and the calibration data were within specifications. The alarm trace did not indicate an issue. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable phos2 phosphate (inorganic) ver.2 results for one patient tested on a cobas 8000 c702 module. The reporter noticed that their phosphate qc results have been running low. They would obtain higher qc results after recalibration. The initial results have been reported outside of the laboratory and the same patient samples had to be rerun. The repeat results were deemed to be correct. They have started to recalibrate the assay every day to avoid this issue. The reporter was able to provide one example of a discrepant patient result: the sample had an initial result of 2.3 mg/dl with a repeat of 3.2 mg/dl. The reagent lot number is 55686401. The expiration date is 30-sept-2022.

Manufacturer narrative:
The investigation is ongoing.